Manufacturer narrative:
Concomitant medical products: ddbb1d1 crt-d; implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited high impedance, high sensing integrity counter (sic) and noise. It is sus pected that the lead is fractured. The lead was inactivated and replaced using a previously placed lead. No patient complications have been reported as a result of this event.